Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number:3006705815-2022-00917. It was reported patient experienced ineffective therapy and it was found in diagnostic that one of the leads exhibited high impedances and another low. Programming was unable to establish effective coverage. As such surgical intervention is planned in the near future.

Manufacturer narrative:
The event of autoreducing was reported to abbott. The patient experienced ineffective therapy and it was found in diagnostic that one of the leads exhibited high impedances and another low. Programming was unable to establish effective coverage. Both the leads were explanted and replaced with new leads. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both the leads were explanted and replaced with new leads. Post procedure effective therapy was restored.